Event description:
On (B)(6) 2010, the patient reported e4 (occlusion) error was displayed on the infusion device during basal delivery. He stated, he changed the infusion site and found the cannula was slightly bent and the area was wet. The infusion site was located in his leg. He changed the infusion site and cleared the error. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The alleged product was discarded. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.